Event description:
For the last three to four days, the patient experienced a significant increase in pain. She was having signs of withdrawal. The patient was very tired and had been having nausea,vomiting, diarrhea, and weakness. The patient also had extreme tachycardia (heart rate 130) and was diaphoretic (had water dripping from her nose). The pump was making a "funny alarm". Telemetry was performed, and the pump was found to be in safe state as of 2009. It was noted that the patient had a CT scan done. The patient was given a 2 mg bolus. This was followed by reprogramming the pump to 4 mg/day. The pump was replaced. The patient recovered without sequela. The device system was used to deliver hydromorphone, clonidine, baclofen, and bupivacaine.